Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of battery anomaly was confirmed via review of the device image in the laboratory. Analysis found low impedance across the internal glass to metal seal which likely resulted in premature battery depletion.

Event description:
It was reported that prior to implant, during the interrogation of the device in the box, some warning message appeared on the programmer. The battery voltage was low and the device had reached eri. The device was not implanted.